Event description:
It was reported that the patient experienced unspecified issues with his previous sling. A new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information is available at the moment.